Event description:
Pt was inserted with a substance, product, or device, that is a tracked FDA product, sometime in 1999 by a "healthcare provider" by order of medical clinic. It is also possible that pt was implanted in 2000 at another clinic in another state. The "product substance", or device is one that can allow satelite tracing of among human subject, and is possibly an ID chip. This was a cia/fbi product administered without consent during a "vaccination."